Event description:
The customer stated, that he had received some low blood glucose readings such as 36, 19, and 15 mg/dl. While troubleshooting, he performed control tests and received a result of 35 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed control tests using the returned reagent and received e2 and e11 error codes. Low results were not confirmed, but the performance was out of specification. Performance was satisfactory using iqa retention reagent.